Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10990r01, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 01-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (7.5 mg/ml), clonidine (200 mcg/ml), and hydromorphone (8 mg/ml) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient was taken in for a routine pump replacement procedure. Per the reporter, the hcp was really good at checking all parts of the system when doing a replacement and must not have gotten good csf (cerebrospinal fluid) backflow leading them to replace the whole catheter.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that there was inadequate csf (cerebrospinal fluid) flow when the physician disconnected the catheter from the old pump. He was unsure where the possible occlusion was, so he decided that best practice would be to replace the entire catheter. The cause of the catheter issue was not determined. When the new catheter was inserted, adequate csf flow was observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.